Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker battery depleted after less than four years implanted. In addition, high thresholds were exhibited on the right ventricular channel. Subsequently, this pacemaker was explanted. Another pacemaker was implanted to complete this procedure. This pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.